Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient info has been requested, unavailable at the time of this report.

Event description:
It was reported to philips that the heartstart xl device shut down while pacing during patient use. Another heartstart xl defibrillator was used to pace the patient. There was no reported adverse patient impact.

Manufacturer narrative:
The pacing function shut down near the beginning of treatment. Another heart start xl defibrillator was used to successfully treat the patient. The customer biomedical engineer evaluated the device. The biomedical engineer tested with pacer cables for an extended period of time and no errors were found. The issue was not duplicated. The fse reported that the issue was not confirmed and there was no trouble found with the device. No parts were replaced. The device passed all performance assurance tests and remains in use with the customer. Philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. Patient information requested, but not available.

Event description:
It was reported to philips that the heart start xl device shut down while pacing during patient use. Another heart start xl defibrillator was used to pace the patient. There was no reported adverse patient impact to the involved patient.